Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06585. It was reported that when the patient presented for device check, high capture threshold was noted on the both right atrial (ra) and right ventricular (rv) lead. The x-ray revealed dislodgement of both ra and rv lead. During the lead revision, the helix was unable to be retracted for both the leads. Both the leads were explanted and replaced. All the parameters were within normal limit. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed but helix failure to retract was confirmed. A complete lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10